Manufacturer narrative:
Additional information: d9, g3, h6 complaint allegation is not confirmed. Upon visual inspection, it was noted that the sheat and sutures assembly was not returned with the fibertak pro. No issues were found with the handle/shaft. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause to the reported failure can be attributed to improper bone preparation, misaligned insertion, prying, or leveraging the device during insertion. Dfu-0404-sub-eo rev 0-warning- to help avoid inserter breakage and potential patient injury: ¿ avoid excessive impaction as this could lead to inserter damage and/or breakage. ¿ if insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. ¿ visually inspect the inserter for potential breakage after each implantation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a labrum stabilization arthroscopy the fiber tak couldn´t be tightened. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.